Event description:
Catheter was leaking from the junction of the catheter and hub.======================manufacturer response for bbraun catheter, (brand not provided) (per site reporter).======================they will send a return label, once received I will send product back. Also a report was requested post inspection of device.